Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions) investigation summary: no physical samples were received therefore the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
Account - mckesson medical-surgical sku# 328438 syringe/ndl, insulin 3/10cc 31 lot#s 4226017 & 4198011. Complaint - one of our customers is having an ongoing issue with one of your items. Item 328438/syringe/ndl, insulin 3/10cc 31. I have been provided with two different lot numbers of 4226017, 4198011. Customer is reporting that it is not every needle, may be 1-2 per pack. They are using a magnifying glass and inspecting them one by one to ensue botox is not wasted on defective needles that will not puncture through skin and cause patients excessive pain. This item has been purchased by this customer when the product was owned by bd and has not had any issues.